Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly failed tha. The cup slipped out of position apparently due to a lack of bony ingrowth of the acetabular component. High activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01915, 01916.